Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips expired - unable to test. Most likely underlying root cause of malfunction: mlc-22 -client is testing with expired test strips. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 271 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer is not experiencing any symptoms regarding his diabetes, however, he is currently in the hospital for issues unrelated to his diabetes. The customer wanted to know why the meter is reading differently than the hospital meter; actual meter to meter comparison results were not provided. During the call on (B)(6) 2017, a back to back blood test was not able to be performed by the customer. The product is stored according to specification in the bedroom. The customer' s test strips are expired - the test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is august 2017. The meter memory was reviewed for previous test result history (date not set): 271mg/dl, (B)(6) 2017, 11:31 am, fasting:yes; 150mg/dl, (B)(6) 2017, 10:15 pm, fasting:yes; 169mg/dl, (B)(6) 2017, 09:18 am, fasting:yes; 232mg/dl, (B)(6) 2017, 08:40 pm, fasting:yes; 154mg/dl, (B)(6) 2017, 06:27 pm, fasting:yes. The customer feels that the results he is getting from the meter are reading too high. Informed the customer that the test strips he has are expired.